Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported an incident of hyperglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the meter due to error message e-5. The last time the customer was able to use the meter successfully was approximately 1 - 2 weeks before the incident, exact time/date unknown. Customer's husband stated that code chip in the meter was incorrect/not matching strips. Strips have been disposed. No details of code key or strips available. Strips are not available for return, meter is being returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.